Event description:
Customer reported incident on a pt with a norepinephrine infusion. Per copy of customer failed medical device preliminary report, pt demonstrated severe lability in arterial blood pressure, from 75/30-230/90 mmhg in as little as 15 minute increments. Report states medical intervention required. Have contacted the risk management department on several occasions without new info at this time. Investigation is on-going. Follow-up report will be sent when investigation is complete.